Event description:
It was reported when using the unspecified bd vacutainer tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes are not filling to the required limit. The ¿mint top¿ vacutainers randomly homologize thus causing the need to draw ¿more gold tubes¿ for the lab tests."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd vacutainer tube there was hemolysis. The following information was provided by the initial reporter. The customer stated: "the tubes are not filling to the required limit. The ¿mint top¿ vacutainers randomly homologize thus causing the need to draw ¿more gold tubes¿ for the lab tests."

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.